Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was partially fired to the 3cm mark. There was evidence of a staple protruding from underneath the staple pocket. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A root cause could not be determined because the staple had been removed and there is no way to determine why it would have been protruding from underneath the pusher. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the lobectomy procedure, the surgeon clamped the tissue and tried to fire the device, however could not. The sales rep noticed the staples came out from the staple pockets of the cartridge's root. The handle was discarded by the customer at the hospital. No harm was caused to the patient.